Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. Fluoroscopy was performed and found that the lv lead was fractured. On (B)(6) 2025, the physician capped and replaced the lv lead. The patient was discharged from the hospital after the procedure.